Event description:
It was reported the patient had an elective replacement indicator (eri) almost three years ago. The reporter stated the patient¿s healthcare professional told them the implantable neurostimulator (ins) had 20% left and the ins diedsoon after. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 64001, lot# n228821, implanted: (B)(6) 2010, product type: adapter; product ID 3389-40, lot# j0537462v, implanted: (B)(6) 2005, product type: lead; product ID 37651, serial# (B)(4), product type: recharger; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 3389-40, lot# j0537708v, implanted: (B)(6) 2005, product type: lead. (B)(4).